Manufacturer narrative:
This MDR is resubmitted as it was discovered that this MDR has not been successfully loaded into fdas database. The initial reporting to FDA of this case has been done to FDA within the original deadline, however in the wrong file format to support correct upload. This submission represents a reload of data to ensure correct upload to the FDA database. Investigations have been concluded for this reported issue by the manufacturer (B)(4). Ambu a/s acts as distributer in the us. Only limited information was available. No sample was returned for investigation and no lot number was provided; therefore, the investigation is conducted based on the information given in the event description and experience and knowledge of the product. Possible root cause might be that the user tilted the device over 45 degrees during operation. The following safety information is given in the instructions for use of the device: the pump shall not be shaked while pumping or during use. The pump should not be tilted for the angles more than 45 degree while pumping or during use. If the pump handle becomes difficult to operate, a blockage may have occurred. Do not continue suctioning until the source of the blockage has been determined (remove the blockage from either the catheter, the adapter or the cap). Also disassembling the whole entire device is not a proper method of solving suction problem. IFU clearly instructs in how to restore the suction ability without disassembling the whole device. The product risk evaluation includes the hazardous situation "no suction caused by a locked overfill protection due to user error". The risk has been assessed with a severity of 3 (B)(4), and a probability of (B)(4). The risk is evaluated as acceptable and this incident does not change this conclusion.

Event description:
During CPR, airway suction was needed before intubation. But the pump did not work as supposed to, which made suction difficult. When the device did not work the user disassembled and re-assembled the device before continuing with suction. By the user, this can take a minute and in that time you can't do an airway suction of the patient to create free airway and enable intubation.